Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that they received a phone call from someone about 3-4 weeks ago letting them know that their battery needed to be changed out and this person was going to set them up for an appointment with their healthcare provider (hcp) to get the battery checked and then scheduled for a replacement. Patient stated they had not heard back and wanted to follow up, as they are leaving soon for vacation. Patient added that they have noticed for a few weeks that it has been slow to connect to their implant, noting yesterday was the worst and it took them forever to get to where the implant would charge; patient stated they have to charge daily. Patient reported no visible damage to the recharger or controller port. Agent reviewed role of representative and provided phone number. Agent redirected to hcp to further address. Agent reviewed for patient to call back if charging issues persist and hcp does not recommend replacing ins yet. Patient called and technical services had the same conversation as previous agent. Redirected patient to hcp to discuss whether it's appropriate to replace current implant and to discuss recharging issues. Patient said the implant charge is not holding for 24 hours.